Event description:
It was reported that a patient underwent a robotic total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device was stalling, not cutting well and was slow. The physician enlarged the incision by three inches after removing a portion of the fibroid that filled a 32 ounce bowl and removed the remainder of the fibroid and completed the procedure manually.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-05607, medwatch 2210968-2012-05608 and medwatch 2210968-2012-05609. The same patient is represented in each medwatch.